Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Protected cardiac surgery with postoperative bleeding of the surgical intervention field. No relationship to the pump.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the left aorta in a 61-year-old male patient. The impella was inserted for ventricular support for a high-risk cardiothoracic (CT) surgery: coronary bypass surgery graft (CABG) and mitral valve repair. While the patient was in the intensive care unit (ICU), there was post-operative bleeding related to the cardiac surgery. The following day, the patient returned to the operating room (or), to look for signs of tamponade. Only a small clot was found. The physician thought that the packing could have been compressing the right atrium (ra), so the packing was removed. The chest was successfully closed. The patient was stable and weaned off the inotropes and vasopressors. The urine output was within normal limits and over 30ml/hr. The physician attributed the bleeding to the surgical intervention and unrelated to the impella. The impella functioned at p-4 at 2.9l/min with no issues. It was reported that the medical coagulopathies and the soft tissue bleeding within the chest cavity resolved. One week after insertion, the impella was successfully weaned. The post-procedure outcome is survived at explant. The impella 5.5 is being conservatively reported for bleeding; however, is unlikely to have contributed to event. High-risk surgeries require intense blood thinners, increasing the risk of both active bleeding and postoperative blood loss. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
H6: added e0514 and omitted f12.

Manufacturer narrative:
D4 (serial) has been updated. Ppae (major bleed, thrombosis): the root cause of the injury was not determined due to insufficient clinical details.